Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Ptc investigation result received on 02-oct-2015: ptc global number (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this spontaneous and non-medically confirmed case report refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced heavy bleeding, period that was so bad with passage of clots. Also, she had moving coils. These events, seen as menorrhagia and device dislocation, are serious due to medical importance and required intervention and listed in the reference safety information for essure. Genital bleeding and menses pattern changes are frequent in women with essure in place. In this case, six years after insertion, she experienced a period that was so bad she had to go to the emergency room due to heavy bleeding with passage of clots. She also had several other non-serious events. Given compatible temporal relationship and event's nature, causal relationship between menorrhagia and essure use is assessed as related. Regarding the dislocation, although the exact date and mechanism of this event have not been provided, considering its nature, causality with essure use cannot be excluded. Since an intervention will be required (laparoscopic bilateral salpingectomy is scheduled), this case is regarded as incident. The product technical analysis concluded that based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Event description:
This is a spontaneous case report received from a consumer via a television news in united states on 08-nov-2013 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced moving coils, bloating, back pain, belly pain, headaches, and cysts. Additionally, other cases were created reporting events occurred in another consumers which were reported in the same television news. No information given on consumer's history, past drugs, concurrent conditions and concomitant medication. On an unspecified date the consumer had essure (fallopian tube occlusion insert) inserted. On an unspecified date the consumer experienced moving coils, bloating, back pain, belly pain, headaches, and cysts. The outcomes of events were unknown. Reporter causality: the relationship between events and essure is related. Follow-up received on 29-aug-2015: reporter information was updated. She received the essure devices in (B)(6) 2004 as a minimally invasive permanent birth control option. She was informed that the procedure was safe, hormone free and that there would be no do effects as such. The procedure in and of itself went very well and she suffered no adverse effects in the beginning. She actually went back to work a few days after the implantation of the essure devices. However a few months into 2005, she noticed that her mood began to change, she became very depressed and anxious, and she seemed to have gained an excessive amount of weight in a short amount of time (50 pounds in 3 months or so). Also she began experiencing some hair loss. Her health has taken a steady decline since 2005, and she never had any real health problems until after she was implanted with essure. In 2007 she began experience eye allergies, corneal abrasion and her periods began to become irregular. She did ask her doctor about the irregular periods being connected to essure, and at the time, the doctor thought it was the cause, but she did have concerns that essure was the problem. In (B)(6) 2010, she experienced a period that was so bad she had to go to the emergency room due to heavy bleeding, pain, dizziness, near-syncope and passage of blood clots. In 2011, she began experiencing skin issues (flaking, peeling and itchy skin), rashes, back problems generalized body pain, muscle aches, abdominal bloating, lower extremity swelling, ringing ears, tinnitus (pulsatile) and fatigue. In 2012, the eye allergies and corneal abrasions started again and have not stopped. She continues to suffer from repeated corneal abrasions in her right eye that have affected her vision. Also in 2012, she experienced biliary (gallbladder) colic issues, having to go to the emergency room again to make sure she was ok. It was confirmed that she had gallstones. For over a year, she continued to deal with severe biliary colic, which included but not limited to nausea, vomiting, and a feeling of general malaise. Due to these problems, she missed many days of work between 2012 and fall 2013. Her last period was in (B)(6) 2014 and she has not seen it since. She has taken a pregnancy test which came out negative, so that is not the issue. She is scheduled to have the essure devices removed by her gynecologist via laparoscopic bilateral salpingectomy to all of the above listed problems. She is hoping that all of the coils will be able to be removed and that no fragments will remain and that all or more than most of any problems will be resolved. Consumer stated that essure allow for a class-action lawsuit lo take place because so many women have been lied to become pregnant which it is supposed to prevent) become hurt because of this product, lost marriages, jobs and a few women have lost their lives. This case has been identified during monitoring of postings a food and drug administration (FDA) hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015. FDA reference number FDA-2014-n-0736-0949. Company causality comment: this spontaneous and non-medically confirmed case report refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced heavy bleeding, period that was so bad with passage of clots. Also, she had moving coils. These events, seen as menorrhagia and device dislocation, are serious due to medical importance and required intervention and listed in the reference safety information for essure. Genital bleeding and menses pattern changes are frequent in women with essure in place. In this case, six years after insertion, she experienced a period that was so bad she had to go to the emergency room due to heavy bleeding with passage of clots. She also had several other non-serious events. Given compatible temporal relationship and event's nature, causal relationship between menorrhagia and essure use is assessed as related. Regarding the dislocation, although the exact date and mechanism of this event have not been provided, considering its nature, causality with essure use cannot be excluded. Since an intervention will be required (laparoscopic bilateral salpingectomy is scheduled), this case is regarded as incident. No active follow-up will be pursued, as this case was identified during health authority website monitoring.